Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2015. According to the complainant, during the procedure, a 2cm stone was captured inside the basket. An alliance handle in conjunction with the trapezoid basket was used in an attempt to crush the stone. However, the basket failed to crush the stone and the handle cannula detached. The papilla was dilated and the physician inserted a cre balloon to remove the basket with the entrapped stone. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be ¿stable¿.

Manufacturer narrative:
(B)(4) handle cannula detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.